Event description:
It was reported that the lead exhibited high pacing threshold of 5.5 v at 1.0 ms. A chest x-ray revealed that the lead had dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.